Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: b5, d9, g3, g6, h2, h6, h10 and concomitant products. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section b5: additional information received indicated that an enterprise 2 stent delivery system (product/lot number unknown) was used with the complaint device. No other devices were used successfully used with the prowler select. The devices were removed from the patient without additional intervention. No excessive force was applied to the device. Adequate flush was maintained through the devices. The procedure was prolonged by 15 minutes due to the alleged malfunction. Complaint conclusion: as reported by the field, during a stent-assisted aneurysm surgery, an unspecified stent could not advance within a prowler select plus 150/5cm (606s255x, 30348827) microcatheter (mc). The physician removed the stent system and mc outside of the patient. The target cerebral position was lost. The physician switched to another new prowler select plus (same code as the original one) and the procedure was completed with the same stent system successfully. There was no report of patient injury. Additional information received indicated that an enterprise 2 stent delivery system (product/lot number unknown) was used with the complaint device. No other devices were used successfully used with the prowler select. The devices were removed from the patient without additional intervention. No excessive force was applied to the device. Adequate flush was maintained through the devices. The procedure was prolonged by 15 minutes due to the alleged malfunction. A picture was received at the time of complaint submission. Based on the visual analysis, no apparent damage could be appreciated in the picture. However, due to the remoteness of the photograph, it was not able to be determined if the device had any damages on it. A manufacturing record evaluation was performed for the finished device 30348827 number, and no non-conformances related to the reported complaint condition were identified. A non-sterile prowler select plus 150/5cm was received coiled inside of a pouch. The device was inspected, and it was found kinked and compressed at the tip section. No other damages or anomalies were observed. The functional test could not be performed due to the kinked and compressed conditions noted on the device. The ID and the od from the micro-catheter were measured and were found within specification. The complaint reported by the customer ¿catheter (body/shaft) - obstructed-in patient with loss of mc cerebral target position¿ could not be duplicated. During the analysis, it was noted that the device has a kinked and compressed conditions, due to these conditions the functional test could not be performed. However the device is not obstructed, the kinked and compressed conditions noted on the device could be related with the customer¿s complaint and appears to have been caused by excessive force and handling applied to the device. However, this cannot conclusively be determined since the exact time when this occurred is unknown. Based on the information obtained during the analysis, the customer¿s complaint cannot be confirmed. Neither the analysis nor the mre suggest that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) warn to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # ==> (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A picture was received with the complaint. Based on the visual analysis, no apparent damage could be appreciated in the picture. However, due to the remoteness of the photograph, it cannot be determined if the device has any damage on it. A manufacturing record evaluation was performed for the finished device 30348827 number, and no non-conformances related to the reported complaint condition were identified. The reported condition ¿catheter (body/shaft)- obstructed-in patient with loss of mc cerebral target position¿ could not be evaluated based on the picture. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed if the device returns for analysis missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during stent-assist aneurysm surgery, an unspecified stent could not advance within a prowler select plus 150/5cm (606s255x, 30348827) microcatheter (mc). The physician removed the stent system and mc outside of the patient. The target cerebral position was lost. The physician switched to another new prowler select plus (same code as the original one) and the procedure was completed with the same stent system successfully. There was no report of patient injury.